Event description:
Information was received that while a smiths medical pediatric tracheostomy was in use, the patient had decompensated, requiring an emergent tracheostomy change out. Unfortunately, there was a delay in care in re-cannulating because the new sterile tube did not inflate properly.